Event description:
Tubing with spike came out of 250ml saline bag without being forced. This resulted in waste of medication & new medication having to be made & delivered. This is a recurrent problem with spike coming out of bags, apparently due to the spikes being smaller than normal.